Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migrated device perforated my tube') and uterine perforation ('perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (2 surgeries to remove coils). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fallopian tube perforation, uterine perforation, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : previously reported event "prayers for a safe surgery and easy recovery" updated to "perforated tube", events- "perforated uterus, pregnant and device ineffective" added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for a safe surgery and easy recovery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migrated device perforated my tube') and uterine perforation ('perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (2 surgeries to remove coils and 2 surgeries to remove coils, hysterectomy and salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fallopian tube perforation, uterine perforation, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. On (B)(6) 2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.